Event description:
Guidant received information that this pacemaker had loss of capture and the would not measure the impedance correctly. The device first measured impedances of greater than 2500 ohms in the atrial channel then later in both channels in bipolar and unipolar configurations. An x-ray determined that the leads were completely inserted in the device header, although the x-ray may have been inconclusive that the atrial was completely inserted. The patient was noted to be hyperkalemic at this point. A revision procedure was performed and thorough testing, including verification of complete lead insertion, rinsing of the header barrels, and evaluations the setscrews were performed without improvement in the impedance measurements. The device was replaced and the new pacemaker measured normal impedance values. The patient later expired due to complications from multiple medical problems.